Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an error while changing the supplies, however did not specify an alarm. Additionally, the customer was having issues with the load sequence. The customer stated that had attempted multiple times to fill the tubing. The customer stated that possibly had pressed on the "fill" after fill tubing instead of pressing "done." During troubleshooting with tandem technical support, the customer was able to successfully load a new cartridge and resume insulin. The customer's blood glucose (bg) level was 450 mg/dl with a trace of ketones and administered injections to address bg level.

Manufacturer narrative:
Corrected data: check.